Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 379 mg/dl and nausea. The cause of the high bg was unknown. Reportedly, the customer required assistance with nausea experienced and ¿monitoring stability¿. A bolus was delivered to address bg level. Customer declined to perform a pump system check with tandem technical support.